Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and adaptor. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a secondary charging cable and wall adapter.